Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the arm 2 proximal set up joint (suj) and patient side cart (psc) flex to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to starting ¿ pre anesthesia of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported a 319 error on arm #2. The caller stated they were going to setup for a procedure when the error was noted. They attempted to restart and did several hard power cycles however, arm #2 continued to error. The site has opted to move to another room as all four arms are needed. The procedure was aborted with no patient involvement.

Manufacturer narrative:
Isi did receive the inner and outer proximal set up joint (suj) involved with this complaint and performed the failure analysis. The proximal set up joint (suj) was returned for failure analysis and the reported error 319 was confirmed but not replicated. In artemis, 319 was confirmed indicating node communication faults starting at the axes controller setup (acu) board. Upon visual inspection no issues were found which would be related to the reported event. The unit was installed onto a golden system where no errors were found and the unit functioned as expected. Tested the distal on a patient side cart fixture test platform (pftp) where it passed all relevant testing. As a result of these findings, failure analysis concluded the acu printed circuit assembly (pca) to be the potential root cause of this issue. This patient side cart (psc) flex was returned for failure analysis and the reported 319 error was confirmed and replicated. In lighthouse, the 319 error was found, indicating that a node stopped responding at startup, confirming reported issue. Performed visual inspection and noticed the flex fiber cable was pinched. Installed flex on an internal equipment, fixture, or tool (eft) system and received error 319 upon startup, replicating reported issue. After further investigation, a flashlight was used to shine a light through the fiber cable and one of the lines was not able to pass light though the other end of the cable. As a result of these findings, failure analysis has concluded that the fiber cable is the root cause for this issue.

Event description:
Refer to h11 for follow-up information.